Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted fault codes 101,112,111 and 53 in the error logs. Upon examination, the stm found a loose coiled cable connection. When the loose cable was moved, it would cause the monitor panel to shut off and the iabp would stop functioning. The intermittent connection was causing the fault codes and power issues. The coiled cable was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off mid-use. No patient harm, serious injury or adverse event was reported.